Manufacturer narrative:
Examination results suggest that this event is associated with the loss of cortical support for the baseplate allowing a significant bending moment to be applied to the threaded section of the stem.

Event description:
Rptr states, the pt presented with pain around the left distal femur. X-rays revealed the stem extender on the tibial baseplate was broken. Revision surgery to revise broken stem extender, revised with a component compatible to existing implanted components.